Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01228. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is 00813024013235. Approximate age of device ¿ 2 years and 5 months (calculated from the date when the system controller was issued to the patient). Manufacturer's investigation conclusion: the report of a controller fault alarm and lack of illuminating symbol leds was confirmed and reproduced during testing of the returned system controller. The returned controller was connected to a hmiii test pump, patient cable, power module, and system monitor. The controller displayed a "call hospital contact"/"controller fault" message on the display screen but none of the status symbol leds were active, reproducing the reported event. However, when an lvad was connected it still operated the pump at the pump's set speed. No communication could be established with the system monitor and a log file could not be retrieved, consistent with reported information. The controller was disconnected from test equipment for further testing. The controller was disassembled and the main printed circuit board (pcb) was evaluated. During analysis an internal short was observed in component u10 (microprocessor) between pin 72/26 (vcc) and pin 71/25 (gnd). The root cause of the defective component could not be conclusively determined during the investigation. In order to download the log file, the pcb component u37 (eeprom memory) was removed from the damaged board and placed on a known good pcb. A log file was retrieved successfully. Based on the log file, the controller supported the pump at the set speed and no atypical alarms or events were captured until 2:44am on (B)(6) 2018, when the log file stopped recording events. This is consistent with the damage observed during the controller's evaluation. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller alarmed with a controller fault alarm and the lights and the green pump running symbol were no longer illuminated. The system controller's alarm did not sound when the driveline was removed for a system controller exchange. The lvad clinician was unable to download or review the system controller log file. The pump continued to run and the patient was asymptomatic. No further information was provided.